Manufacturer narrative:
Device not returned.

Event description:
It was reported that intermittent altitude alarms occurred. Reportedly, the pump was not outside the labeled altitude operating range. Reportedly, an obstruction was removed and insulin delivery was resumed. The customer did not perform the cartridge air removal step. Tandem technical support educated customer regarding cartridge/insulin labeling. Customer's blood glucose was 170 mg/dl.